Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a cracked battery compartment. This report is made based on the results of an investigation completed on 09/27/2014

Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on 09/27/2014 with the following findings: battery compartment cracked along side of pump. Corrosion observed inside battery compartment. Leak test verifies leak in battery compartment. Pump opened and no further evidence of moisture damage found. Internal battery found to be leaking. No activity related to complaint observed in black box or pump histories. Pump time and date was set; pump exercised for 24 hours. Battery was removed. Pump left without power for 6 hours; when pump powered on it had returned to default time and date. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).